Event description:
A customer called beckman coulter regarding a discrepant urine test result from a patient. A patient was tested at the doctor's office with the icon 25 hcg test kit and the result was negative (-). A serum sample was collected from the patient for hcg quantitative testing and the results was 197.2 miu/ml. There has been no change to patient treatment that can be attributed to this event.